Manufacturer narrative:
Follow-up # 2: supplemental sent to correct information omitted from the previous follow-up. A DHR on the meter serial was performed but the data was not included in follow-up # 1. The MFR narrative should have included the text: a device history record (DHR) review was performed on the subject meter lot, which was found to have a non-conformance and a deviation. The non-conformance is in regards to cartons appearing damaged, which has no adverse impact on the products performance or function. The planned deviation is in regards to rework on the meter software, which has no adverse impact on the product performance or function. Appropriate evaluation codes have been included in this supplemental.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 28, 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 04:00. The patient reported obtaining blood glucose readings of "6.5 mmol/l" with the subject meter compared with "4.5 mmol/l" on the laboratory device, performed within 10 minutes of each other. The patient informed the csr that he manages he diabetes with insulin (self-adjuster) and at "22:30" stated that he had continued with his usual dose (including sliding scale) of 12 units of lantus insulin. The patient stated that on (B)(6) 2015, between the hours of 23:15 and 4:45 he developed symptoms of a hypoglycemic episode. The patient was unaware of this event. However, he reported that on (B)(6) 2015, 04:00 his wife administered a glucagon injection to treat his symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the test strips were correctly stored and within their expiry date, the test strip vial was neither cracked nor broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for and suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.